Manufacturer narrative:
The lay user/patient's meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio vue meter read inaccurately high in comparison to his feelings/normal results. The complaint was classified based on customer service representative (csr) documentation. The patient advised the csr that on (B)(6) 2019 7.00pm, he obtained an alleged inaccurately high reading of ¿161 mg/dl¿ on the subject meter compared to his feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient stated that he manages his diabetes with self-adjusted insulin (unspecified type or dosage) and explained he followed his usual diabetes management routine, and took 6 or 7 units of insulin based on the alleged inaccurate high reading. The patient advised the csr that after the product issue began, he started to experience ¿cold sweats, heartbeat fast and shaking¿. The patient confirmed that he self-treated his symptoms with two glucose tablets (3g each), a rice ball and sweets and that he felt better afterwards. The patient denied performing a blood glucose test on any other devices. At the time of troubleshooting, the csr was unable to confirm if the unit of measure was set correctly at the time of testing or if the test strips had been stored correctly and within expiry. The patient did not have control solution to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an inappropriate dose of insulin based on an inaccurately high reading obtained with the subject device.